Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received pump error 130 (this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement). The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed and the customer was able to clear the error and complete the rewind process. The pump passed the displacement test. No harm requiring medical intervention was reported. The customer will discontinue using the device. Mmt-1885 was requested and the customer response was the device will be returned.

Manufacturer narrative:
The unit passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion tests. No unexpected pump error 130 alarms during testing. Thus software was utilized and downloaded trace/history files properly. However, in further full review in the pump history found multiple pump error 130 on 04/02/2025 12:00:04.000, 04/02/2025 12:19:02.000, 04/03/2025 08:24:13.000, 04/03/2025 08:25:21.000. Pump was cut open to perform visual inspection and no component or moisture damage on the electronic assembly, battery connector, battery tube, motor, vibrator during visual inspection. Motor passed motor test. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, stained keypad overlay, cracked keypad overlay, cracked battery tube threads, cracked case corner of belt clip rails, serial number label missing. In conclusion, no pump error 130 alarm during testing. Pump error 130 alarms in the trace/history files confirmed, the motor may have had an intermittent failure that was not detected during our testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.